Event description:
(B)(6) -the dealer reported that the ihcs7 bed actuator was not functioning, and the bed could not rise. There was no patient injury reported.

Manufacturer narrative:
(B)(4) only one MDR report will be submitted for this event, although four different complaints were created because of different parts needed to repair the unit, and the numbers are the followin: (B)(4).